Manufacturer narrative:
(B)(4). The device was not returned.

Event description:
It was reported that during a deep anterior rectum resection because of carcinoma of rectum. After purse string suture and bringing in the instrument, the instrument could not be closed, it was not possible to turn the handle. The instrument was not fired. The bowel was damaged after trying to close the instrument and as there was not enough tissue left, the surgeon had to do a permanent artificial anus. Instrument discarded and no lot available.